Manufacturer narrative:
Product event summary: at analysis it was noted that the stated reason for return of "problem with pen calibration" was confirmed, the touch screen was out of specification. It was additionally noted that the stylus and the power bay assembly were worn and that errors were observed in the update history. The touch screen was replaced and calibrated, the power bay assembly and stylus were replaced, software was installed and the device cleaned. It passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's stylus pen calibration. The programmer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.